Manufacturer narrative:
Additional information has been requested regarding the device details; however, have not been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on july 31, 2020.

Event description:
Per the clinic, it was reported that the patient experienced skin overgrowth at the implant site and was subsequently treated with a topical ointment (type and date not reported).